Event description:
A male admitted with diagnosis of possible lead or device malfunction. The patient had a history of non-sustained vt (ventricular tachycardia) and was s/p (status post) aicd implantation. He reported 2 episodes of defibrillator shocks. Interrogation of the defibrillator 2 days prior showed that the device detected multiple episodes of noise. The features of the noise were very suggestive of a mechanical problem. Procedure note per cardiologist read it was determined that the aicd was the cause due to the set screw not engaging the lead tip. The patient underwent re-implantation of aicd after careful evaluation and consultation with st. Jude medical tachy support.